Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had battery issues. The customer had to change the battery every two weeks and had been receiving bad battery alert after inserting a new battery. A grinding noise during rewind was also reported. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, unit received with loud motor noise during rewind due to faulty motor. Insulin pump received with normal operating currents. No unexpected low battery alarm and failed battery alarm noted. No audio/vibrate anomaly and rewind anomaly noted during the testing.